Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the system was outside of clinical use the time of the event. The philips service engineer (fse) inspected the system onsite and confirmed the reported problem. Review of the system log file showed fse did not find any malfunction of the system. The fse performed the troubleshooting action and identified the start-up problem, error patters and, control pc was not to be operated was internally busy, resulting no proper start-up of the application. To resolve issue fse reinstalled the current control software and restored the configuration. After repaired action system was working as intended and handed over to customer. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that there was a start-up problem with the azurion system. The device was outside of clinical use at the time of the reported event, no harm was reported to philips. As per the field service engineer, the application did not start correctly. The field service engineer inspected the system onsite and after the reinstallation and configuration of the software, the device was returned to use in good working order.